Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to the patient being upgraded to an implantable pulse generator (ipg). The patient reported that ¿something went wrong with the operation¿, they started passing out and vomiting. The icm remains in use. No further patient complications have been reported as a result of this event.